Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, the switch 1 had a cut, the switch box had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the scope cover unit had a scratch, the suction connector had a scratch, the electrical connector had corrosion due to water leakage, the connecting tube had a wrinkle, and the adhesive around the objective lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a crack in the distal and foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 13 years since the subject device was manufactured. Based on the results of the investigation, the distal end was most likely cracked due to physical stress from hitting/dropping it, and/or chemical stress from used chemical solution. Secondly, the foreign material inside the light guide lens most likely remained because the foreign material was not external surface of the device; as a result, it could not be removed by reprocessing. However, the root cause of these malfunctions could not be determined. Olympus will continue to monitor the field performance of this device.